Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced to dilate the lesion. However, upon inflation at 18 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced to dilate the lesion. However, upon inflation at 18 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patients status was stable. Returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink 5cm from the hub. Microscopic examination revealed that the tip is damaged. There is also a longitudinal tear 6mm from the tip and is about 11mm long. There is blood present in the inflation lumen and in the guidewire lumen. There is no indication the device was inflated over rated burst pressure (rbp). Inspection of the remainder of the device presented no other damage or irregularities.